Event description:
The barrel driver did not disengage from the lag screw after the lag screw was put into femur, extending surgery by 30 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.